Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The healthcare facility performed service by themselves and reportedly cleaned the expiratory valve membrane in the expiratory cassette. The ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The expiratory valve membrane is a consumable part, which needs to be replaced at regular intervals or when it has become defective. It is noted in the user¿s manual that it is very important that the expiratory valve membrane and the membrane seat in the expiratory cassette are clean. The root cause of the reported failed pressure transducer test during pre-use check was dirty expiratory valve membrane. This will be detected during pre-use check.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).